Manufacturer narrative:
Complaint conclusion: as reported, the patient was punctured via the femoral artery, and the tip end of the 8x30 precise pro rx self-expanding stent (ses) bent when it was delivered into the long sheath along the guidewire. There was no reported injury to the patient. The procedure being completed was a stenting of the left carotid artery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for analysis. A non-sterile " precise pro rx us carotid syst" was received for analysis, coiled inside a clear plastic bag. The device was unpacked for inspection, and a thorough examination was conducted. During the inspection, the following conditions were observed: severely kinked, bent and separated section were observed along the body of the device, the device was fully deployed, the stent was not returned for analysis, and the hemostasis valve was returned closed. No other anomalies or issues were noted during the visual inspection. Dimensional analysis could not be conducted due to the severely kinked/bent and separated conditions observed on the device, which prevented accurate measurements. Additionally, the functional test could not be performed due to the severely kinked/bent and separated conditions observed on the device and the stent was not returned with the delivery system. A microscopic analysis was conducted, during which the following conditions were observed: the device's severely kinked, bent, and separated areas, which had been noted during the initial visual inspection, were further confirmed. The reported ¿stent delivery system (sds) - deployment difficulty - premature/in patient - during advancement¿ cannot be confirmed as premature deployment not intentionally initiated cannot be verified. Additionally, due to the nature of the event, this cannot be replicated in a lab setting. The concomitant devices were not returned for analysis and therefore, cannot be tested with the returned device to determine any contributing factors. The exact cause of the reported event cannot be determined. The product was returned extremely damaged and subsequent findings of a ¿stent delivery system (sds) separated¿ was observed suggesting handling factors were a contributing factor to the deployment difficulties reported. A severe kink and twist along with a separated delivery system were noted. Based on the product evaluation and information available for review, procedural factors, device handling during advancement of the stent and use of concomitant devices were likely contributing factors to the events reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the patient was punctured via the femoral artery, and the tip end of the 8x30 precise pro rx self-expanding stent (ses) bent when it was delivered into the long sheath along the guidewire. There was no reported injury to the patient. The procedure being completed was a stenting of the left carotid artery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. Addendum: product evaluation revealed a separation along the body of the precise pro delivery system.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was punctured via the femoral artery, and the tip end of the 8x30 precise pro rx self-expanding stent (ses) bent when it was delivered into the long sheath along the guidewire. There was no reported injury to the patient. The procedure being completed was a stenting of the left carotid artery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.